Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had skin irritation from using the sensor. They had blisters and redness on the site. The customer¿s blood glucose level was unknown. They were advised to speak to their health care professional about the skin irritation. The product will not be returned for analysis.